Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer feeling stimulation. An sjm representative attempted to activate stimulation but was unsuccessful. An impedance check was performed and revealed invalid impedance. The patient plans to undergo x-rays. No further information is available at this time.